Event description:
Event verbatim [preferred term] consumer request refund for product that gave her father blisters/the next day he was blistered and burned [burns second degree] , scarring [scar]. Case narrative: this is a spontaneous report from a contactable consumer reported for father. A (B)(6) year-old patient started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history included pain, hip replacement surgery. Concomitant medications were not reported. Thermcare lower back and hip wraps giving the patient blisters. Reporter purchased thermacare lower back and hip heat wraps for the patient, after he had a hip replacement surgery because he was having pain. She bought them from (website name) and had received an email from (website name) stating it may be defective and to contact the FDA and get a refund. The patient did use one of the two heat wraps and the next day he was blistered and burned and he had to go to several different physicians including a dermatologist and plastic surgeon. At the time there was concern because of how bad the burns were that he was not going to be able to have other surgeries that he needed. After different courses of antibiotics and creams the burns have resolved except he had some scarring. The action taken in response to the events of the product was unknown. The outcome of blistered and burned was resolved. The outcome of scarring was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scarring" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scarring" is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] consumer request refund for product that gave her father blisters/the next day he was blistered and burned [burns second degree], scarring [scar] narrative: this is a spontaneous report from a contactable consumer reported on behalf of her father. This 79- year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t98298, expiration date jan2021) from (B)(6) 2018 at 1 heatwrap 1 time for hip pain. Medical history included pain and hip replacement surgery. Concomitant medications were reported as none. The reporter purchased thermacare lower back and hip heatwraps for the patient, after he had a hip replacement surgery because he was having pain. She bought them from (website name) and had received an email from (website name) stating it may be defective and to contact the FDA and get a refund. The patient did use one of the two heatwraps on (B)(6) 2018 and the next day, (B)(6)2018, he was blistered and burned. She stated her father had to go to several different physicians including a dermatologist and plastic surgeon. At the time there was concern because of how bad the burns were that he was not going to be able to have other surgeries that he needed. After different courses of antibiotics and creams the burns had resolved except he had some scarring. The reporter request refund for product that gave the patient blisters. The patient reported he would send the product back for investigation. Action taken in response to the events of the product was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included "gave cream pcr and antibiotics scarring." The outcome of blistered and burned was resolved. The outcome of scarring was not resolved. Updated information received from product quality complaint (pqc) group includes: the root cause category is no assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports" blisters." The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality complaint group: severity of harm was s3 for complaint sub- class: adverse event/serious/unknown. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities and indication added. Follow-up (11jul2019): new information received from product quality complaints (pqc) group included: suspect product lot number, suspect product expiration date and product quality investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: pq investigation results follow-up date in the narrative was updated from 12jul2019 to 11jul2019 follow-up (19jul2019): new information received from a contactable consumer includes: noconcomitant medication, suspect product start/stop dates, action taken with the suspect product, event onset date and therapeutic measures taken. Follow-up (20aug2019): new information received from the product quality complaints group includes: investigation summary follow-up (25oct2019): this is a follow-up report from a product quality complaint group includes severity rating, expiration date updated and device medwatch information (evaluation codes) updated. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00149 and MFR report number 1066015-2019-00160 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019- 00149. MFR report number 1066015-2019-00160 is to be considered as deleted. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scarring" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports" blisters." The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.